Manufacturer narrative:
Qc was within specifications prior to and after the event. A system check from 11/12/07 was within specifications. Sample a was a bd, serum sample. Sample b was a bd, lithium heparin plasma sample. The specimens were centrifuged at 3,000 rpm for 10 minutes at ambient temperature. A field service engineer (fse) was dispatched to the customer's lab: the fse performed a preventive maintenance (pm) to the instrument. The fse conducted a low level precision run and obtained good results. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding a false negative (-) total bhcg (tbhcg) result from a single patient sample that was generated by the access 2 immunoassay system. A patient sample was tested for tbhcg and a result of 0.28miu/ml was obtained. The result was reported out of the lab and questioned by a physician as the patient had a positive urine test. The original sample was re-tested and the repeated tbhcg result was ">1000miu/ml". The sample was diluted and then retested again and the result was 1940miu/ml. A fresh sample was collected from the patient and tested for tbhcg, and a result of ">1000miu/ml" was obtained. The sample was diluted and re-tested and the result was 1904miu/ml. The customer did not receive any report of patient injury requiring medical intervention, or change to patient treatment attributed or connected with this event.